Manufacturer narrative:
The device was returned to olympus for inspection and the malfunction was not reproduced. In addition, the following reportable malfunction was identified during the device evaluation: the image flickers, interference waves and failure of the universal cord (scratches and breaks). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: splash screen is no device problem found. The cause could not be determined. And for the newly identified malfunction mentioned above, the cause was traced to component failure the universal cord failure is electrical/electronic component problem, but the cause of the universal cord failure could not be determined. The most likely cause is some kind of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video exhibited the image flickers, interference waves issue due to failure of the universal cord (scratches and breaks). There was no patient involvement.